Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Postoperative follow-up examination showed no reported problems. On an unknown date in (B)(6) 2022, follow-up CT examination reportedly showed aneurysm enlargement. The amount of enlargement was not reported. On (B)(6) 2022, reintervention was performed. Coil embolization was performed on a lumbar artery to treat a type ii endoleak. Although no proximal type I endoleak was observed, an aortic extender component was placed proximally as a preventive treatment. The patient tolerated the procedure.

Manufacturer narrative:
Date of event: as the exact date of the follow-up CT examination is unknown, the date of event for this report will be estimated as (B)(6) 2022. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.